Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of power switch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera pro video system center switch was stiff. The issue was found during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to service where evaluation confirmed the issue. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.